Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0vhzp, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had uncomfortable stimulation since implant on (B)(6) 2015. The issue was related to positional movements. The patient felt stimulation more strongly when sitting than when walking. Decreasing the amplitude did not eliminate the uncomfortable stimulation. The patient didn¿t change settings today and was unsure if they wanted to change the settings. The patient already had pre-existing ringing in the ears and if they would be feeling stimulation all the time, they may want to explant the implantable neurostimulator (ins). If the patient didn¿t feel stimulation, they didn¿t know if it was working or not. Additional information from the consumer reported the device had nothing to do with the ringing in the ears. The patient had ringing in the ears for years, she used the ringing in the ears as an example compared to the stimulation you get from having the device. The device was planned to be removed on (B)(6) 2015. She had not been comfortable with the device at all. She saw her doctor on (B)(6) 2015 and the appointment was made for her surgery. The indication for use for this patient was gastrointestinal/pelvic floor. If additional information is received, a follow up report will be sent.